Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that in the late evening of (B)(6) the device suddenly gave high pressures and volumes to the patient. During a 3 hour period the care givers tried to correct the ventilator settings in such a way that it became acceptable for the patient but were unsuccessful achieving their goals. After sedating the patient, the ventilator was exchanged by another infinity acs workstation cc. The patient suffered avoidable stress, hyperventilation, respiratory alkalosis and drug administration.

Manufacturer narrative:
The affected ventilator was investigated onsite by dräger service and the log file was provided to the manufacturer for detailed analysis. During the device investigation no malfunction of the ventilator was detected. Analysis of the log file gives no indication of a device malfunction. The log entries show that the reported problems started immediately after the user set the automatic tube compensation (atc) setting from 6 to 5. The atc setting is used to automatically compensate for the pressure drop along the tube. Unsuitable settings for the compensation or other tubes selected than used can cause overcompensation which can result in higher pressure applied to the patient. The IFU contains respective explanations of the grade of compensation resulting out the setting for different tube diameters. Monitoring of the airway pressure (paw) and limitation of the applied pressure (pmax) work independently of the actual setting of the compensation. The current pressure is continuously displayed on the screen of the device. Log entries show that during the event the upper limit for airway pressure was continuously increased by the user starting at 35 mbar up to 49 mbar. It can concluded that the device performed a ventilation according to the selected settings.

Event description:
Please refer to the initial-report.